Manufacturer narrative:
No excessive no delivery alarms were noted during testing. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. The insulin pump had a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery alarms. The blood glucose reading was 246 mg/dl. The customer was assisted in performing a 5 unit fixed prime and insulin did not exit. The customer began to manually prime the set and received another no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.